Event description:
A pt reported experiencing inaccurate erratic results wtih a ot basic original meter. The pt's blood glucose results were 140mg/dl, 122mg/dl, 186mg/dl. Tests were done 1 min apart with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.